Event description:
A female twin born at (B)(6) gestation on (B)(6), 2010 has a past medical history of persistent pulmonary hypertension of the newborn (pphn). On (B)(6), 2010, she was started on inomax at 10 parts per million (ppm) for the treatment of pphn via inomax ds device (B)(4). The respiratory therapist reported the device to be running well on the baby for 1.5 days. On the morning of (B)(6), 2010, the device was moved aside to allow for extracorporeal membrane oxygenation (ECMO) machine bedside. During this time, the inomax ds device alarmed, "low nitric oxide (no)." The device was set at 10 ppm and was reading 2 ppm. The nitric oxide monitored values on the device became erratic, reading 2 to 42 ppm. The baby is very sensitive to noise and the noise from the device alarm upset her. The baby subsequently desaturated from baseline oxygen saturation (spo2) 95% to 82% for approximately 5 minutes. The inomax ds device was then switched off the baby and was replaced with another device by a respiratory therapist. The baby was not manually ventilated during the device switch. With the replacement device, the baby's oxygen saturation decrease resolved. Her spo2 was 99% and she quieted down. The respiratory therapist deems the oxygen saturation decrease non-serious, moderate in severity, and definitely related to inomax ds.

Manufacturer narrative:
The device was removed from the patient and while measuring room air, the nitric oxide (no) monitored value displayed -5, 30, 90 with no nitric oxide delivering confirming the erratic monitored nitric oxide values reported. Evaluation summary: the erratic nitric oxide values were confirmed while monitoring room air during initial telephone troubleshooting and evidence was noted in the device service log that supports the fretting corrosion of the ribbon cable as the root cause of this reported failure. Fluctuating monitored nitric oxide values have been seen before and have been traced to a root cause. The root cause is fretting corrosion of a ribbon cable leading to an intermittent high resistance connection to the cable's connector, causing fluctuating monitored nitric oxide values. It is important to note that the monitored nitric oxide value would be fluctuating in this case, and not the actual nitric oxide delivered.